Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device's ECG waveforms do not appear. There was no patient involvement.

Event description:
It was reported that the device's ECG waveforms do not appear. A full customer description clarified the issue and it was noted the rfu indicator shows a red x with a sound during the self-test and the starts in the service mode when powered on. There was no patient involvement. One processor pca was returned for failure analysis. Prior events, as indicated in the log files, could correspond to the customer complaint of the observed red x and booting in service mode, but definitely corresponds to a wlfs error. The som pca had a wlfs error.